Event description:
It was reported via repair work order that the footend lift would drift when the bed was lowered to half way. It further was reported that the power cord ground prong was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.